Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer started a new diet plan and delivered too much insulin for the food consumed. Reportedly, the customer experienced blood glucose (bg) levels of up to 40 mg/dl. To address the bg level, carbohydrates were consumed. Recommendation was made to consult with health care provider regarding diabetes management.